Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been exhibited out of range shocking impedance measurements for the past year. Lead testing was performed during the elective device replacement procedure and stable measurements were produced. No adverse patient effects were reported.